Event description:
A consumer had essure inserted for birth control. Her husband had a vasectomy, so no other back-up contraception was necessary. No hsg was performed. Within a few months she started breaking out in a rash that started as a couple of bumps and then spread to her whole body. She went to a new ob/gyn and a dermatologist concerning these symptoms and no particular diagnosis was given. She was treated with steroids for whole body hives, and gained 60 pounds due to the steroids. The rash was in her throat and doctors feared it was closing her throat. She experienced ear pain (deep stabbing), neck arthritis, dry mouth, dry eyes, dry skin, facial redness/rosacea, scaley red body rash - body itchy, fatigue, dermatographic urticaria, chronic urticaria, heat induced urticaria, joint pain of shoulders and ankles, hair loss, swelling of hands and feet, large weight loss, loss of appetite, loss of sexual drive, bruising, slow healing cuts, chronic constipation with overflow followed by full constipation, ulcers in mouth, and nausea. She ended up having a hysterectomy removing her uterus and tubes containing the coils. She is now symptom free and has no hives.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow-up received on 11-nov-2013: upon internal review, it was noted that two cases have been created for the same patient. This case was updated with the information from the duplicate case (B)(4). Fup information received on 27-nov-2013: no new clinical information. Follow-up information was received on 08-aug-2014: no new clinical information was provided. The product technical complaint investigation and final assessment were received on 13-oct-2014. The bayer reference number for the ptc report is: (B)(4). Final assessment : since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment : this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed case report refers to a female consumer of unspecified age who had an essure (fallopian tube occlusion insert) inserted and experienced excruciating pelvic pain, bleeding very heavily, and vomit from the spinning sensation. The event bleeding very heavily is serious due to its medical significance and is listed in the reference safety information for essure. The events excruciating pelvic pain and vomit from the spinning sensation are non-serious. This case was regarded as incident because patient had to undergo a full hysterectomy. Based on the provided information, the causality between all the reported events and the essure use cannot be excluded. This is a social media case no follow-up information can be obtained. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product.

Manufacturer narrative:
Follow-up information received on 03-nov-2015. This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (case # FDA-2014-n-0736-0410 and FDA-2014-n-0736-2415). Consumer also experienced anger and depression. Company causality comment: this non medically confirmed report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and started breaking out in a rash quickly spread to entire body, this rash was in her throat and doctors feared it was closing her throat. Additionally she had adrenal fatigue, polyglandular type ii, ibd (regarded as inflammatory bowel disease), hashimoto and major depression disorder. Only rash is listed in the reference safety information for essure. In this particular case, rash generalized and rash in her throat had probably occurred due to nickel hypersensitivity. As temporal relationship with essure use is positive, causality cannot be excluded. Suppression of the hypothalamic-pituitary axis from chronic exogenous steroid use is the most common cause of secondary adrenal insufficiency. In this case, the consumer was treated with steroids for the rash. Due to steroids therapy, she presented adrenal insufficiency. Considering the use of steroids as a proven alternative explanation for adrenal fatigue, causality with essure is excluded. Regarding the remaining events, considering their nature and given essure local action in fallopian tubes; causality with the suspect insert is considered unlikely. This case was regarded as incident, since devices removal was required. Additionally, non-serious events were reported according to product technical analysis, based on the available information there is no reason to suspect quality defect.